Event description:
A report was received from health canada's canada vigilance program which states "infusion stopped, large red banner displaying channel malfunction on the alaris brain (c5388796). Device nonresponsive. Patient blood pressure significantly dropped. Patient needed to be administered emergency life saving medications. Short period of time unable to obtain blood pressure on patient." It was reported that "levophed, propofol (2,000mcg/ml), amiodarone, and a ns drive" were infusing at the time of the event. The patient's blood pressure (bp) reportedly dropped to systolic blood pressure (sbp) of "100-98" during the first channel issue. It was also reported that the patient's blood pressure dropped to sbp 68 after the brain shut down. Due to the event, phenylephrine 200mcg and epinephrine 20mcg IV was given to the patient. It was also reported that patient was "vented" and also on vasopressin 0.04units/min, milrinone 0.5mcg/kg/min, insulin at 6 units/hour. Levophed was started at 20mcg/min, 'art line sbp 60s pap 10/2." At 0848hrs, sbp went up to 70/55. Levophed infusion was then decreased to 10mcg/min then paused due to bp rising. At 0850hrs, bp 108/44 with mean arterial pressure (map) of 60. The levophed infusion was restarted at 4mcg/min then increased to 6mcg/min. At 0854hrs bp 79/38 with map of 48. Levophed was increased to 12mcg/min. When asked for the patient's outcome, the customer reported that the bp returned to 105/61 (map of 76) and the heart rate was 92 beats per minute. The clinician continued to set-up other infusions: amiodarone, propofol, and normal saline drive. The customer reported that the hospital's biomed investigated and identified the root cause of the issue. The device was tested, preventive maintenance was done, corrective works done, and device was put back into service. The customer's investigation revealed: some liquid residue around the iui connectors between channel c and pcu. Replaced the right iui for channel ¿c¿ and the left iui for pcu. Channel ¿a¿ alarmed due to an upper-pressure sensor that was stuck at a high voltage over 4v. The pressure sensor has been replaced and calibration was performed as well. This module also had the ¿restart¿ key not working. So, the keypad has been replaced. The incident was reportedly caused due to power loss of modules connected on the left side of pcu, which are channels a, b, and c. When liquid runs between two iui connectors, a slight movement may cause a disconnection between two units. Based on dried fluid residue around the connection between channel c and pcu, and biomed suspected that this was the primary cause of the incident. Although requested, the devices were not sent back to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
A report was received from health canada's canada vigilance program which states "infusion stopped, large red banner displaying channel malfunction on the alaris brain (B)(4).device nonresponsive. Patient blood pressure significantly dropped. Patient needed to be administered emergency life saving medications. Short period of time unable to obtain blood pressure on patient." It was reported that "levophed, propofol (2,000mcg/ml), amiodarone, and a ns drive" were infusing at the time of the event. The patient's blood pressure (bp) reportedly dropped to systolic blood pressure (sbp) of "100-98" during the first channel issue. It was also reported that the patient's blood pressure dropped to sbp 68 after the brain shut down. Due to the event, phenylephrine 200mcg and epinephrine 20mcg IV was given to the patient. It was also reported that patient was "vented" and also on vasopressin 0.04units/min, milrinone 0.5mcg/kg/min, insulin at 6 units/hour. Levophed was started at 20mcg/min, 'art line sbp 60s pap 10/2." At 0848hrs, sbp went up to 70/55. Levophed infusion was then decreased to 10mcg/min then paused due to bp rising. At 0850hrs, bp 108/44 with mean arterial pressure (map) of 60. The levophed infusion was restarted at 4mcg/min then increased to 6mcg/min. At 0854hrs bp 79/38 with map of 48. Levophed was increased to 12mcg/min. When asked for the patient's outcome, the customer reported that the bp returned to 105/61 (map of 76) and the heart rate was 92 beats per minute. The clinician continued to set-up other infusions: amiodarone, propofol, and normal saline drive. The customer reported that the hospital's biomed investigated and identified the root cause of the issue. The device was tested, preventive maintenance was done, corrective works done, and device was put back into service. The customer's investigation revealed: some liquid residue around the iui connectors between channel c and pcu. Replaced the right iui for channel ¿c¿ and the left iui for pcu. Channel ¿a¿ alarmed due to an upper-pressure sensor that was stuck at a high voltage over 4v. The pressure sensor has been replaced and calibration was performed as well. This module also had the ¿restart¿ key not working. So, the keypad has been replaced. The incident was reportedly caused due to power loss of modules connected on the left side of pcu, which are channels a, b, and c. When liquid runs between two iui connectors, a slight movement may cause a disconnection between two units. Based on dried fluid residue around the connection between channel c and pcu, and biomed suspected that this was the primary cause of the incident. Although requested, the devices were not sent back to the manufacturer.